Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The product passed a leak test. The reported condition was not confirmed. A secondary condition was found that the circular seal was cut. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, after 3 hours of use during a lap assisted distal gastrectomy procedure, a strange sound was heard from the device. No leakage occurred. The procedure was completed with another device. The event occurred in use for patient. The status of the patient: no problem. Nothing fell into the patient's cavity. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.